Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment for peritonitis with unspecified antibiotic (dose, frequency and route unknown) for 21 days. On an unknown date, the patient was retrained on aseptic technique. The patient was discharged from the hospital and recovered from the peritonitis. The dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: the occurrence date was unknown, however, it was reported the event occurred in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.